Event description:
A facility reported: the patient had an MRI done and the surgeon seems to think it affected the settings of the hakim valve (ID (B)(6)). With numerous attempts they have not been able to readjust the settings since, therefore, the valve was removed and replaced. The patient was not exposed to significant acceleration or deceleration such as a car accident or fall. The valve was implanted on (B)(6) 2019 and explanted on (B)(6) 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The valve was returned for evaluation: DHR - lot 3493745/sn (B)(6) conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle hole was observed. The valve was irrigated: occluded. The valve was tested for programming: the valve failed the test. The cam mechanism wiggled. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the motor and on the base plate. A visual control magnetizing engines was done; an abnormal polarization was noted. Root cause - the possible root cause for the issue reported by the customer, could be due to improper use of MRI, as noted in the IFU: any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in an MRI procedure. However, magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change.